Event description:
It was reported that the patient had surgery done on their back in (B)(6). It was noted that a few weeks after surgery the patient was not able to get the ¿machine¿ to work. It was noted that the recharger had not worked sincethe patient was implanted with a non-rechargeable device. It was noted that the patient was not feeling stimulation. It was noted that the patient programmer had a blank screen and did not work when the patient needed to make adjustments. It was noted that the patient had tried changing the batteries and this did not resolve the issue. It was noted that the patient changed the batteries and pressed the sync button and the splash screen was displayed. It was noted that the patient regretted having the device put in. Additional information received reported that the patient could not get the spinal cord stimulation system to work since the implant of the new system. It was noted that the patient had not seen or called the health care professional (hcp) to report the issue. It was noted that no troubleshooting was done. It was noted that the patient did not know where one of the recharger cables was. It was noted that the recharger was not working with the non-rechargeable implantable neurostimulator. It was noted that the recharger was not intended to be used with the patient¿s current ins. It was noted that the patient did not have a patient programmer and ¿never had one.¿ it was noted that the patient stated that they were ¿sorry they ever did this.¿ it was noted that the patient had the patient programmer at the hospital during implantation. It was noted that the patient was not given another patient programmer because it was communicating in recovery. It was noted that the patient declined an antenna as they had one at home.

Event description:
Additional information received reported that the patient had been trained on the proper use of the programmer. The patient was also told that the recharger is no longer part of their neurostimulation system. The patient reportedly went home on the thursday prior to the date of the report with therapy using the stimulator. The patient then later reported that it was not working again and that the screen would not turn on. The batteries were reportedly changed and the programmer turned on and the patient was able to resume therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37743, serial# (B)(4), product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).